Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported constant downstream occlusion were unable to be reproduced, but were confirmed through inspection of the device. The fluid readings from the downstream sensor with a loaded set were below specifications. Also the downstream pressure plate gap was too wide. Further evaluation found a failed downstream sensor. The downstream sensor was replaced.

Event description:
It was reported a spectrum pump had constant downstream occlusion alarms in the pediatrics care area. It was also reported there was no pt injury.